Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with the sensor. The customer received two calibration error alarms and a change sensor alarm. These alarms were possibly due to sensor vs. Blood glucose reading issues that caused the insulin pump to go into threshold suspend. He accidentally pulled a sensor out. Customer's blood glucose level was not reported. The device was not returned.